Event description:
It was reported that during surgery, the syringe broke at the base where it is connected to the cement gun. The remaining cement was inserted by hands. No pt injury was reported.

Manufacturer narrative:
The cartridge break was most likely the result of the cement entering the hardening stage at the time of injection, which would be due to the temperature in the operating room being above the recommended setting.